Manufacturer narrative:
Technical services reviewed the episode print out that was provided and offered troubleshooting steps to determine the cause of the noise observed. The investigation into this event is ongoing. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) presented with dizzy spells. Interrogation of the device revealed the non-boston scientific right ventricular (rv) lead and boston scientific left ventricular (lv) lead had both triggered the lead safety switch (lss) and were pacing in unipolar. There were three ventricular tachycardia (vt) episodes stored due to noise. Asystole of greater than four seconds was observed. There was one high, out-of-range impedance measurement of greater than 2,000 ohms on the rv and lv leads. Noise was recreated in unipolar but not in bipolar. The leads were reprogrammed to bipolar and the patient was scheduled to be seen again with a boston scientific field representative present to troubleshoot the lead issues. Also, crt therapy optimization was planned for this patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative later reported that this patient was seen in the clinic for reprogramming. The noise was suspected to be due to oversensing myopotentials on the unipolar lv lead. To resolve it, the sense vector was changed from the lv tip 1 to can configuration to the lv tip 1 to ring 2 configuration. Other settings were reprogrammed for optimization. No further changes to the lead or device were planned. It was confirmed the patient did not experience syncope due to this issue. No additional adverse patient effects were reported.